Manufacturer narrative:
Device manufacture dates: monitor - 09/2006. Monitor - 01/2007. Monitor - 01/2007. Monitor sn - 01/2007. Device evaluation summary: device evaluations monitors have been completed. The reported problem was confirmed. Monitors both functioned normally. They were both restocked. Monitors both would not power up due to a damaged battery connector. Both were repaired and restocked. The root cause of the bent contacts cannot be positively identified but was likely due to a slight connector misalignment, when one of the battery packs was inserted. No adverse event resulted from the damaged monitors.

Event description:
A foreign distributor sent back items marked "defective." These items were processed for evaluation.